Event description:
It was reported that the bd intima ii¿ closed IV catheter system was leaking near the adapter during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ closed IV catheter system was leaking near the adapter during use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd intima ii closed IV catheter system was leaking near the adapter during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
The batch record for lot#8079185 was reviewed, no related abnormalities were found during the manufacturing process. Additionally a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, microscopic inspection of the device revealed a small hole in the extension tubing. The most likely root cause for the observed damage is from an equipment failure that result in poor centering during an insertion step of the production process. The equipment has been updated to increase the centering accuracy.